Event description:
It was reported that the foley catheter was difficult to deflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample exhibited the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three way silicone foley. Visual inspection of the sample noted that the balloon was still inflated upon receipt. The balloon was unable to be deflated with a syringe. The balloon was then dissected to find that the notch was not perforated correctly. This does not meet the specification "the eyes piercing must not penetrate the inflation lumen and must be properly formed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest.